Event description:
It was reported, post coronary artery bypass graft (CABG) surgery, that the right ventricular (rv) lead exhibited oversensing and the lead impedance trends have decreased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).